Event description:
Patient with a lung mass was undergoing a left thoracotomy. In the or during the surgery the physician was attempting to suture the site with an ethicon 60 stapler and the device malfunctioned. It did not release the staple and then the handle froze and could not be used.